Manufacturer narrative:
This report is for unknown im nail, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4) is for knee contracture, axial deviation, equinus deformity, premature consolidation, nail impingement, tibiafibula subluxation, callus subsidence. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, sun, x.t. M.d and et al. (2011)."comparative study of callus progression in limb lengthening with or without intramedullary nail with reference to the pixel value ration and the ru li's classification" arch orthop trauma surg (131: 1333-1340) (13apr2011). (B)(6) article. This study investigated the differences in callus progression between tibial lengthenings with and without intramedullary nails. Group a included 38 patients (70 tibiae) that were treated with the unreamed im nail. The following complications occurred: knee contracture-limited range of motion, axial deviation, deep infection, equinus deformity, delayed consolidation, premature consolidation, prophylactic nerve release, nail impingement, tibiofibula subluxation, callus subsidence. This is report 1 of 1 for (B)(4). This report is for an unknown im nail. A copy of the literature article is being submitted with this medwatch.